Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the telemetered battery voltage was 2.09 v while the daily battery voltage trend measurement was 2.97 v.

Event description:
It was reported that the voltage upon interrogation reads lower than the voltage on the device print out. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device had been explanted due to the elective replacement indicator and that the battery voltage measurements were fluctuating. The device was explanted and replaced. It was later reported the device had less than five years of longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the device was returned and analyzed and primary finding of battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010, the telemetered battery voltage was 2.09 v while the daily battery voltage trend measurement was 2.97 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the device was returned and analyzed and primary finding of battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance. Performance data collected from the device was analyzed and revealed that on (B)(4) 2010, the telemetered battery voltage was 2.09 v while the daily battery voltage trend measurement was 2.97 v.

Event description:
It was reported that the voltage upon interrogation reads lower than the voltage on the device print out. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device had been explanted due to the elective replacement indicator and that the battery voltage measurements were fluctuating. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the voltage upon interrogation reads lower than the voltage on the device print out. The device remains in use. No patient complications were reported as a result of this event.